Event description:
It was reported that a patient received inappropriate therapy due to far p oversensing. Noise was seen on the stored egm after hv shock delivery. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.